Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 2.25x12mm xience pros stent delivery system failed to inflate as a leak was noted on the distal shaft of the delivery system. Another unspecified xience was used to successfully complete the procedure. There was no adverse patient effects and clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported leak/splash was confirmed. The guide wire notch was torn. It is likely the observed split, cut, torn material caused the leak/splash. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation determined the reported leak/splash appears to be related to circumstances of the procedure, as it is likely the reported leak was due to the observed torn material located in the guide wire exit notch, which likely occurred due to manipulation of the device while tracking over the guide wire during advancement. Potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, anatomical conditions, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. Factors that may contribute to a leak include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the balloon, guide wire and/or inflation lumen. There is no indication of a product quality issue with respect to manufacture, design, or labeling.